Event description:
The customer reported that the insulin pump had a blank display. The customer stated that his device sometimes lights up without pressing any button. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly.